Manufacturer narrative:
Correction: b1: changed from: adverse event and product problem. Changed to: adverse event.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed perforation. It was noted that the ivc filter was normally located within the inferior vena cava (ivc) with the tip just inferior to the renal vein. It was noted that there was no tilt. The ivc filter struts showed 4.3 of extension through the inferior vena cava wall. There was no organ extension, no fracture, and the recommended struts were seen. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed perforation. It was noted that the ivc filter was normally located within the inferior vena cava (ivc) with the tip just inferior to the renal vein. It was noted that there was no tilt. The ivc filter struts showed 4.3 of extension through the inferior vena cava wall. There was no organ extension, no fracture, and the recommended struts were seen. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: b1: changed from: adverse event and product problem. Changed to: adverse event. Correction: e1: initial reporter facility name: from: (B)(6) to: no information. Initial reporter address1: from: no information to: (B)(6). Initial reporter address 2: from: no information to: (B)(6).

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed perforation. It was noted that the ivc filter was normally located within the inferior vena cava (ivc) with the tip just inferior to the renal vein. It was noted that there was no tilt. The ivc filter struts showed 4.3 of extension through the inferior vena cava wall. There was no organ extension, no fracture, and the recommended struts were seen. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed perforation. It was noted that the ivc filter was normally located within the inferior vena cava (ivc) with the tip just inferior to the renal vein. It was noted that there was no tilt. The ivc filter struts showed 4.3 of extension through the inferior vena cava wall. There was no organ extension, no fracture, and the recommended struts were seen. No further patient complications were reported in relation to this event.